Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the hi-pot test. The cause of the failed test was an open black pulse wire inside the trunk cable. The root cause of the open wire was unable to be positively determined, but could have been caused by excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The last patient to use this electrode belt did not report any problems.